Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil, catalytic converter, adapter converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an odor or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device available for evaluation: correction from no to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra) and functional analysis. Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter and catalytic converter were returned. They were covered in a dark-orange colored oil, which confirmed the reported issue and the reason for return the assignable cause of the odor/smells issue is the vacuum pump oil, catalytic converter, adapter converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref (B)(4).